Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and confirmed the diagnostic code in the event log, however, could not duplicate the issue. The device was confirmed to be operating per specifications and no related failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting diagnostic code 1009 occurred on a v60 ventilator, indicating a pressure regulation high error. The device was not in clinical use. There was no delay in therapy; there was no harm as a result of this issue. The customer biomed engineer (bme) confirmed the issue occurred during exhalation port testing during a pre-use operational check. The unit halted functions and alarmed when the error occurred.